Event description:
A customer reported to olympus, the thunderbeat jaws came loose and broke during a procedure. A total of 2 thunderbeat jaws broke during the procedure. The therapeutic total laparoscopic hysterectomy (tlh) was completed using a replacement device. There was no report of medical intervention, procedural delay or patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the probe was detached. Related patient identifier: (B)(6).

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of jaws coming loose, and breaking was not confirmed. In addition, the device failed the probe check. Both switches were checked and found to be functional. A visual inspection determined there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to have normal wear, no metal exposed, and no abnormality. The distal end of the device was inspected under a microscope and the probe was detached and the missing portion not returned. The wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the broken probe possibly occurred by the following mechanism: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. The event can be prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad." Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer indicated that the device broke off inside the patient's body and was recovered.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer as reflected on b5. This report has been submitted by the importer under this MDR report number 2429304-2023-00292.